Manufacturer narrative:
Philips service replaced the collimator and aep meter, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a spectral filter error occurred and the collimator was not responding on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.